Manufacturer narrative:
(B)(4). The sample was returned and it was discovered that this product is not sold in the us; therefore, the initial MDR, submitted on 06-jun-2023, should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that while in use on a long-term ventilated patient, "the catheter mount used to be able to manual hyperinflate the lungs with a water's type circuit does not fit on properly so flies off during treatment. The passy muir speaking valves used during ventilator free breathing do not fit on correctly and fall off, and the same catheter mounts that connect to the ventilator do not fit on well either and we need to use other measures to fix it". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It is reported that while in use on a long-term ventilated patient, "the catheter mount used to be able to manual hyperinflate the lungs with a water's type circuit does not fit on properly so flies off during treatment. The passy muir speaking valves used during ventilator free breathing do not fit on correctly and fall off, and the same catheter mounts that connect to the ventilator do not fit on well either and we need to use other measures to fix it". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.